Manufacturer narrative:
A bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred. Fluid path testing failed due to a leak found on the exposed portion of the soft cannula near the needle tip. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 492 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks patient's mother also reported the presence of ketones (0.1). As treatment, a manual injection of insulin was delivered and a new pod was applied.